Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a complicated and prolonged cardiac surgery, a 2nd iabp was needed after a difficult helium tank change out on 1st pump. Second pump worked well until it was changed to battery for transport of pt to another facility. Battery appeared not to be working. It was later discovered that switch controlling current to battery was in "off" position. Switch was not obvious to those working with pump. Third pump retrieved. Customer states these events lead to delays in care of very ill and complex pt. Customer states these delays are considered a contributing factor in pt's death. Arrow field service has evaluated pump. Follow-up report will be filed when report and additional info received.